Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting endocrinologist due to e-0 error message. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in a follow-up call on 08-may-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product. Customer stated that she had contacted her endocrinologist to request another option to test her blood glucose due to her anemia. Endocrinologist had provided customer with prescription for another brand meter.

Event description:
Consumer reported complaint for e-0 error message. The customer feels well and did not report any symptoms. Due to the error message, customer stated that she had contacted her endocrinologist; no further details were provided. During the call, a back to back blood test was not performed by the customer; customer stated she had performed a blood test prior to the call and was able to obtain a (undisclosed) result. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2024 and open vial date is 03/21/2023.

Manufacturer narrative:
Sections with additional information as of 15-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.